Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device had reduced capacity due to overdischarge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was replaced with another manufacturer's system on (B)(6) 2016. A manufacturer representative checked the device in (B)(6) 2016 and everything was okay. The health care professional (hcp) and the patient decided to replace the entire system. The patient was convinced that their ins was recalled, despite the hcp office staff and manufacturer representative assuring them that it was not recalled. The hcp and patient wanted analysis to be done on the explanted ins to see why "it failed." In a patient letter the patient reported that the reprogramming session did not go well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.